Event description:
It was reported the electrical cord compartment is broken and the programmer lid appears fractured or separated on the top. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the electrical cord compartment was broken and hinge plate on the programmer lid was missing screws and separating from the programmer. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. The overlay had spots but was functional and the system fan was noisy. (B)(4).